Event description:
Two days following a coronary artery stenting treatment procedure, the pt presented to the hosp with chest pain. In 2004 the pt received a heparin and angiomax IV bolus prior to stent deployment following predilation. The express2 otw 3.0mm x 28mm stent was deployed in the mid circumflex artery lesion. A 3.25mm x 15mm quantum balloon was used to post dilate the express2 otw stent. The pt was not placed on aspirin due to allergy, but was placed on plavix. The pt was discharged to home. Two days later, the pt presented to the hosp with chest pain. The pt was taken to the cath lab where it was determined that there was sub acute thrombus in the express2 otw stent. The pt had sustained myocardial damage. The mid circumflex artery was successfully opened by balloon angioplasty. The pt is listed as "okay" and was subsequently discharged.